Event description:
It was reported to philips that the system was unable to store images to the image hard disk drive. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the preparation of surgery, and the procedure was delayed, aborted, and rescheduled to another day. The philips field service engineer (fse) inspected the system onsite and confirmed that system unable to store images. Analysis of the system log files showed the issue was related to disk bay. There was an error message displayed that the image storage is not possible because of an image disk problem. Upon troubleshooting, fse checked the led status of the image disk in the disk bay and found that it had no power, which confirmed that the disk bay was faulty. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the suite pc, x-ray pc, and the flex viewing pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, fse replaced the disk bay by implementing a medical device correction z-1152-2024, and the system was returned to good working condition. The codes were updated based on the investigation outcome.